Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One oc the connection teeth between articulate inlay and spacer has broken off. Where / when did the event occur? During washing & sterilization. Was surgery time extended as a direct result of incident: no. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved: no.